Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was not properly connected and connection was leaking. The contact successfully connected the luer lock connection and the user resumed insulin delivery. The user reported a blood glucose (bg) level of 244 mg/dl with minor ketones. Reportedly, the user has insulin on board from a bolus that was recently delivered.